Event description:
A customer reported that the pump's battery was depleting too quickly, sometimes even while charging. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, technical support arranged for a replacement pump to be sent to the customer, and the customer continued to use current pump for insulin therapy.